Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia but there are no reports of this complication in this case. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in the or, the swan-ganz catheter would not deflate while being floated. The syringe was detached during the deflation attempt. Once the catheter was in the heart, the balloon went down after about 30 minutes. The catheter was kept in place during the surgery and removed sometime during the patient's stay in the ICU. There was no patient injury. Patient demographics were requested but unable to be provided by the customer. The device was discarded at the hospital and is not available for evaluation.